Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "(9 of 9). It is reported that customer has experienced over filling of tubes. Original information: verbiage received, - "we have received several blood samples for coagulation testing in the last few days that are over-filling. These samples must be rejected and a recollection ordered. They have been from all areas of the hospital, including our own opd. This tells me it is not a collection issue, but rather a vacuum issue with the tubes. They have all had the same lot number (9184801, exp. 2020-04-30). Please investigate this issue and see if this lot needs to be recalled." 9 of 9 complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "(9 of 9) it is reported that customer has experienced over filling of tubes. Original information: verbiage received, "we have received several blood samples for coagulation testing in the last few days that are over-filling. These samples must be rejected and a recollection ordered. They have been from all areas of the hospital, including our own opd. This tells me it is not a collection issue, but rather a vacuum issue with the tubes. They have all had the same lot number (9184801, exp. 2020-04-30). Please investigate this issue and see if this lot needs to be recalled." 9 of 9 complaints.